Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507645 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented with chest pain. It was determined that the right ventricular (rv) lead exhibited increased threshold. In addition, a small pericardial effusion was detected on an echocardiogram as well as a suspected perforation. The rv lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.